Event description:
A non-diabetic patient developed a subacute, in stent, thrombosis post cypher stent implant. The patient had a history of coronary artery disease and coronary artery bypass graft. The initial stenting drug therapy was as follows: plavix 600mg, 1 hour after stent implant, then 75mg daily. Aspirin 81mg daily, a statin 10mg, and pletal before the stenting procedure. Integrilin was given during the procedure and after, heparin was also given during the procedure. Lesion characteristics include vessel diameter 2.5mm, length 23 and 18. There was vessel bifurcation and it was accessible. The lesion was predilated to 2.5mm to a length of 15mm, and postdilated to 2.5 at a length of 23mm and 18mm. The highest active clotting time was 363 seconds during the procedure. Two cypher stents were implanted, overlapping. A balloon angioplasty was performed to the left anterior descending coronary artery for the stenosis caused by the thrombus.